Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 10 mg/dl, resulting in a coma. Reportedly, customer's healthcare provider recently changed pump basal settings, and customer believed this to be the cause. Bg was treated with intravenous saline. Reportedly, the customer let the ER the same day with the issue resolved and no permanent damage.